Event description:
It was reported that there was an arthroscopic stabilization case. The surgeon drilled a hole in the labrum with the 1923dl. When he was impacting the anchor, an ar-1923bc, during the last couple of taps the top broke off into several pieces. These were removed and the remainder of the anchor was fine and was securing the labrum to the glenoid. The same thing happened with the second anchor, top broke off but anchor still held. For the third anchor they tried a different batch and found no issue. Case complete.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Based on the information provided, the most likely cause(s) of this event is preparing a pilot hole that was too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.